Manufacturer narrative:
(B)(6). The device was returned for analysis. Visual inspection revealed the imaging window was detached near the lapjoint section. Impedance test show edan electrical open at the proximal wave form. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, the electrical failure was a result of a broken coax cable at 130-140 cm.

Event description:
Reportable based on device analysis completed on 25may2022 it was reported that dark image occurred. The opticross imaging catheter was advanced for ultrasound examination of the target. During the preparation the image become dark. The procedure was completed with another of same device. There was no patient injury. However, device analysis revealed the imaging window was detached.